Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and the lens fell through the capsule. The incision was enlarged to remove the lens, a vitrectomy was performed, acl was implanted and the incision was sutured. The reporter stated, the incident was the result of the posterior capsule being damaged during phaco, and it wasn't noted until after the lens was inserted. This facility does not use staar's phaco equipment.

Manufacturer narrative:
(B)(4) - sutures - (B)(4) - lens fell inside the eye. Eval conclusion: based on the complaint history, the root cause of the event was pre-existing pt condition. (B)(4).